Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: there were multiple pump reboot events observed in the pump's black box. The pump was returned with a crack along the side of the battery compartment. The threads on the battery cap were damaged.